Event description:
It was reported that the patient presented for a cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure. During the procedure, the right ventricular (rv) lead could not be disconnected from the pacemaker. Multiple attempts to remove the rv lead were unsuccessful; therefore, an electrocautery device was used to break the device and facilitate removal of the rv lead. The pacemaker was explanted and replaced, and the existing rv lead was subsequently connected to the new device. The patient remained stable throughout the procedure.